Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. A supplemental medwatch report will be provided when investigation is completed. (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test, during pre-use check. There was no patient involvement. (B)(4).